Manufacturer narrative:
On 29-mar-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-apr-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the surgeon opened the implant packaging during a scheduled breast surgery and found that the shape and the color of the implant weren't as it should be (shape wasn't round as usual and the implant was more yellow than usual). The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the shape and the color of the breast implant appeared normal with no deformities. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable anomalies. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that during a scheduled breast augmentation procedure, the shape and color of a mentor memorygel breast implant 500cc gel breast prosthesis was noticed to be different than it should be. The device was reported to be not round in shape and it was reported to be more yellow than usual. The device was not used and the procedure was completed with another unspecified breast prosthesis. There was no reported consequence to the patient.